Manufacturer narrative:
Copies of the instructions for use (IFU, pn (B)(4)) and materials safety data sheet (msds, pn (B)(4)) were provided to the customer. Both documents recommend that the product be treated as potentially infectious material and that appropriate personal protective equipment (ppe) be worn when handling the product. The customer stated that the vial was pierced less than the allowable 31 times in 35 days (assay sheet, pn (B)(4)) and of the three vials in use, only the normal control vial leaked. The customer also indicated that the instrument probe was not the cause of the leaker as the other controls did not leak. Instrument service was not requested. The product vial was requested to be returned for eval, but was not received. Root cause for the leakage was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported a potential biohazard when the normal control material in the 4c plus coulter cell control leaked onto her hand during mixing. The customer was not wearing gloves. She stated that she had no cuts or open wounds. The customer washed her hands with soap and water. The customer did not seek medical attention. No reports of death or serious injury, and no affect to operator safety as a result of this event.